Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and the twist clamp of the minicap transfer set. The patient put the tubing and body back together. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye was performed and a separation between the female connector and the main body was observed. The silicone tubing was attached to the twist clamp. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition of separation between the tubing and the twist clamp was not verified however, the sample did not met specification due to the separation between the female connector and the main body. The cause of the condition was determined to be manufacturing related due to due an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.